Manufacturer narrative:
(B)(4). The complaint sample was not made available for evaluation. Review of the device history records and sterilization records indicates for lot 10137522 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an eye care provider (ecp) on (B)(6) 2014, a patient developed a corneal abrasion in her right eye after wearing a contact lens for one day. The patient sought medical attention from her primary care provider (pcp) and was prescribed an unspecified eye drop for treatment. On (B)(6) 2014, a phone call from the ecp reported that the incident had resolved and lens wear had resumed. An adverse events form received on (B)(6) 2014 from the ecp reported that the patient returned to the clinic and was diagnosed with iritis. A 1mm peripheral ulcer was also identified. She experienced severe pain, redness, and a mild anterior chamber reaction. Treatment prescribed was ofloxacin, one drop ever hour, tobramycin, one drop every four hours, cyclopentolate, and ciprofloxacin. The patient was expected to resume lens wear when the cornea healed.